Manufacturer narrative:
(B)(4) medwatch report number: mw5157456. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch "an intra-aortic balloon was placed in the right femoral artery during a heart catheterization. The balloon did not inflate fully under fluoroscopy and was removed. A second balloon was placed with normal inflation and function". No additional information available to the manufacturer.

Manufacturer narrative:
(B)(4). Medwatch report number: mw5157456.

Event description:
It was reported via medwatch "an intra-aortic balloon was placed in the right femoral artery during a heart catheterization. The balloon did not inflate fully under fluoroscopy and was removed. A second balloon was placed with normal inflation and function". No additional information available to the manufacturer.